Event description:
It was reported that the customer has passed away in a hospital. The cause of death was liver failure and renal failure. The caller stated that after getting off of dialysis, the customer was in diabetic coma for which she was hospitalized on (B)(6) 2013, was in diabetic coma for seven months, and passed away on (B)(6) 2013. The customer had kidney failure and coronary heart failure. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death. The caller was unsure but stated that the customer was off the pump for a weeks or several months. The insulin pump was removed by the hospital staff because they wanted to monitor the customer with manual daily injections and not on pump therapy. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. He stated that the device has been without batteries for over a year. No further information is available at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube and tube lip. No data was available due to the insulin pump being returned without a battery installed.

Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data is provided below: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.